Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the camera power supply was defective and was replaced. It was further determined that the x-ray output was at 40 kv and 0.4 ma regardless of what was in the field. The video and x-ray controller circuit boards were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was not taking any images although system indicated that x-rays were being generated. Pt was transferred to another room. There was no adverse pt involvement reported. There was no pt information reported.